Manufacturer narrative:
Model number/catalog number: sc-9208-55, serial number: (B)(4), batch/lot number: 7021682/7022886, model/catalog description: precision s8 adapter 55cm. The explanted device was not returned to bsn as it was kept by the medical facility. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially relate to the event occurred during the manufacturing.

Event description:
A report was received that the patient had developed an infection at the ipg site. Symptoms of swelling and drainage were noted. The patient underwent an explant procedure.